Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an idvt (idiopathic ventricular tachycardia) ablation and the patient experienced pericardial effusion that required pericardiocentesis / drain placement. The pericardial effusion was noticed and confirmed with an ice (intracardiac echocardiography) survey conducted during the case. The patient's blood pressure dropped around the same time as the ice survey, but it was reported initially that the patient had no visible symptoms. The lowest blood pressure was believed to be about 90/55 and the patient's blood pressure did not drop significantly. The case was aborted. The medical intervention provided to the patient was pericardiocentesis and about 100 ccs of fluid were removed. The last known patient status was stable. The patient was moved to post-op with the drain still intact. The patient improved after extended hospitalization. The initial plan was for same day discharge; however, the patient had to stay overnight. The physician reported that the cause of the adverse event was lv (left ventricle) perforation during "candy cane" of qdot catheter and that it was "bad luck". The procedural act (activated clotting time) during procedure was 315. The act before procedure is unknown. The sheath and the catheters were exchanged about ¿4-ish¿ times. There was no transseptal puncture performed. There were nine radiofrequency ablations performed outside of the pulmonary veins, and none of which were within the pulmonary veins. The patient was under general or local anesthesia for probably about an hour. There was no evidence of steam pop. The qdot flow settings were 35w; 4ml low flow. The correct catheter settings were selected on the generator. There were no issues with flow rate change at the start of ablation. There was no error message observed on biosense webster equipment during the procedure.